Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm reviewed the power activity logs, electrical faults and fault tables and could not find signs of the system shutting down other than regular powering off. The stm ran the iabp for 30 minutes with no issues. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) stopped pumping. The iabp did not turn off. No patient harm, serious injury or adverse event was reported.